Manufacturer narrative:
Heterophilic blocking tubes were sent to the local technical application specialist (tas) for testing. The results are as follows: neat 338.26 september 18, 2014 heterophile blocking tubes (hbt) testing performed in duplicate: 320.60 and 324.66 the results of the blocking tube were the same as the result of the sample when processed neat indicating that there was no heterophile antibody present. Siemens performed cross reactivity testing of the drug fulvestrant (faslodex) in the advia centaur enhanced estradiol, dimension vista loci estradiol assay, immulite/immulite 1000 estradiol assay and immulite 2000 estradiol assay and confirmed that the drug may cause falsely elevated estradiol results in these assays. Fulvestrant (faslodex®) is an estrogen receptor antagonist which is used in the treatment of stage IV recurrent breast cancer in post-menopausal women with estrogen receptor positive breast cancer. Fulvestrant is used when other anti-estrogen drugs have failed. Fulvestrant has a similar chemical structure to estradiol and may cross-react with the antibodies used in immunoassays. Siemens issued an urgent field safety notice cc 16-03.a.ous and an urgent medical device correction cc 16-03.a.us on january 13, 2016 to inform customers of the cross reactivity and instruct customers to use an alternate method such as liquid chromatography-mass spectrometry (lc-ms) when measuring estradiol in patients being treated with fulvestrant. No further action required.

Event description:
Falsely elevated advia centaur xp enhanced estradiol (ee2) results were obtained on a patient sample. The physician questioned the results. The patient sample was sent to two different laboratories for testing with alternate methods. The results were lower. The patient is on the medication faslodex (fulvestranto). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.